Event description:
Product analysis was completed on the lead. The large connector boot was returned torn in two pieces and appears to be torn at the ring/backfill interface. This condition was most likely caused at the implant/explant procedure. Continuity checks of the returned lead were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead is consistent with conditions that typically exist following an implant/explant procedure. Other than the noted torn large connector boot, no other obvious anomalies were noted. No further relevant information has been received to date.

Event description:
Generator analysis was completed. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that at the final stage of an implant surgery, the surgeon was gently pulling on the lead after the impedance test was performed, and the connector boot broke off leaving exposed lead wire between the connector boot and connector pin. It was noted that no excessive force had been used on the lead. Impedance was normal before this. The surgeon was then unable to remove the lead from the generator, so a backup generator and lead were implanted. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The unused generator and lead were received for analysis. Product analysis has not been completed on the suspect product to date. No further relevant information has been received to date.